Event description:
The customer reported that the system displayed a ups failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and the ups was replaced. The system was tested and found to be working as intended and put back into service.